Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the surgeon went to open a trident cup, there was a hole in the bottom of the packaging and a breach of the sterile layer. The customer completed the case using another item.

Event description:
The customer reported that when the surgeon went to open a trident cup, there was a hole in the bottom of the packaging and a breach of the sterile layer. The customer completed the case using another item.

Manufacturer narrative:
An event regarding pack damage involving a trident shell was reported. The event was confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.